Event description:
Pt was using a four wheeled walker in his home when the cross bar frame suddenly snapped and caused the pt to fall, hitting his head. Nova medical, (B)(6) us. FDA safety report ID# (B)(4).